Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are multiple issues with the staplers. Some have a segment of staples missing, other times it does not bend the staple as it comes out, other times it grabs a hold of the skin and does not let go. This has happened to at least six of the staplers. There was no patient injury.

Event description:
It was reported that there are multiple issues with the staplers. Some have a segment of staples missing, other times it does not bend the staple as it comes out, other times it grabs a hold of the skin and does not let go. This has happened to at least six of the staplers. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 11 staples left in the cartridge indicating that at least 24 staples have been fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed correctly but was unable to release. The staple was manually removed and another attempt was made. Once again, the staple formed correctly but was unable to release. After manually removing the staple, the next 2 staples got misaligned in the device. Therefore, neither of the next 2 staples were able to properly form due to the misalignment. On the next attempt, the staple was able to properly form other remarks: and release. This was repeated with the same success for the remaining staples. Since the final 7 staples were able to fire properly, it does not appear that the anvil is defective. It could not be determined what prevented the first 2 staples from releasing. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what prevented some of the staples from releasing from the device. No errors could be found in the assembly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "grab holds of skin" was confirmed based upon the sample received. The first two staples were unable to release from the device, but the final seven staples were able to fire with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what initially prevented the staples from releasing. The stapler was returned with 11 staples left in the cartridge indicating that the stapler was fired at least 24 times by the end user. No errors could be found in the assembly. The potential cause of this complaint issue could not be determined. Additional method code: 26.